Event description:
The lay user/pt's wife contacted lifescan on 01/18/2007 and alleged that the pt's one touch ultra meter was reading inaccurately high. The pt has had the reported meter since april 2006 and tests his blood glucose three times a day. He only takes the novolin r insulin if his blood glucose result is greater than 121 mg/dl. He takes no other diabetic medications. The wife reported that since 01/09/2007, they had noticed that the meter was giving high results. The pt had not experienced any symptoms with those high readings. At 12:00 pm, the pt tested his blood glucose and obtained a result greater than 121 mg/dl (reporter did not know the exact result). The wife gave him 6 units of novolin r insulin per his sliding scale regimen and then he had his "usual lunch" (sandwich and salad). About 1 hr after eating his lunch, the pt started experiencing dizziness, was light-headed, had stomach pains and a headache. The wife made an appointment for that evening with his dr. At 4:45 pm, at the dr's office, the nurse tested the pt on the dr's meter with a result of 135 mg/dl. At the same time, the wife tested the pt on the reported meter and rec'd a result of 253 mg/dl. He was still experiencing the same symptoms at this time. The pt was not given any treatment by the nurse, but was advised to go home and eat something if the symptoms continued. The pt ate a "sugar snack" and felt better after coming home. The wife claims the pt had "bottomed out" after being given the insulin at noon based on the meter reading. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The reporter was walked through a control solution test, which fell high outside the range. This complaint is reported because the pt rec'd high result on the reported meter and based on that reading, he was given insulin. He then started experiencing symptoms suggestive of hypoglycemia. Although he was not given any treatment at the dr's office and had obtained a 135 mg/dl on the physician's meter, he felt better after eating at home. The meter/strips were also out of specs when tested with control solution. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.